Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The configuration was reprogrammed and the stimulation was resolved. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.